Manufacturer narrative:
Device powered up properly after battery installation. No frozen screen or partial display noted. Device passed self test, sleep current, active current measurement and displacement test. Device was monitored and no screen anomaly or partial display noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. The customer¿s blood glucose level was 124 mg/dl. Customer stated that not response from any button, time clock did not change and display was not blank as well as the alarm was not occurred. The insulin pump will be returned for analysis.